Manufacturer narrative:
Carefusion file identification: (B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported ext(extended) high peak (peak pressure) and circuit occlusion alarms while using the avea ventilator. The customer reported the suspect device started giving ext high peak, circuit occlusion alarms and stopped ventilation. The customer reported the issue occurred during patient use and the end user intervened immediately by replacing the suspect device with a known good ventilator. At this time, there are no report of patient consequence or harm associated with the event.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.